Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's batteries and battery pin were replaced and internal nuts were tightened as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device shut off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.